Event description:
New information indicates that the implantable cardiac monitor was replaced with a pacemaker. The patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
The reported event of the implantable cardiac monitor(icm) found in backup mode was confirmed while the reported event of premature battery depletion was not confirmed. The icm was received in backup mode past end of life. Analysis of the device image found the device went into backup mode due to a low battery voltage. A longevity assessment was performed and showed the implant duration exceeded 75% of the projected longevity indicating normal battery depletion. Based on this information, the icm was behaving as intended with no evidence of premature battery depletion.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardiac monitor was in vvi backup mode. Previous interrogation showed 6 months battery remaining in (B)(6) of 2021. It was determined that the battery had depleted early. Programming changes were attempted but were unsuccessful. Patient will continue to be monitored. The patient was in stable condition.

Event description:
New information indicates that the implantable cardiac monitor was explanted on 17 nov 2021. The patient condition was unknown.